Event description:
It was reported that there were recharger connection issues and difficultly recharging. Actions as a result of the event include a revision. The implantable neurostimulator (ins) was tilted in the pocket and it was not coupling well with the patient recharger. Diagnostic testing and troubleshooting as a result of the event included impedance testing, x-rays, reprogramming, and an antenna locater. The patient¿s status at the time of report was alive with no injury. Later it was reported that the patient was going to be scheduled for a pocket revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), product type lead, product ID 3550-29, lot# n495734, implanted: 2015-(B)(6), product type accessory. (B)(4).